Event description:
The manufacturer received information from a medical equipment provider reporting that the control button on a trilogy o2 plus ventilator was not functioning properly. It was stated that the cursor on the user interface would move to unintended positions, impairing operability. No patient harm or injury was reported. A field sales representative visited the patient's location and confirmed the behavior. The device was subsequently replaced with the same model.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information from a medical equipment provider reporting that the control button on a trilogy o2 plus ventilator was not functioning properly. It was stated that the cursor on the user interface would move to unintended positions, impairing operability. No patient harm or injury was reported. The reported issue with the touch panel was not duplicated during evaluation, and no device failures were identified in the error logs. Functional testing confirmed no abnormal behavior. Although the display was replaced as a precaution due to suspected temporary failure, no malfunction impacting therapy delivery was confirmed. The device passed final tests and was returned to service fully functional. Therefore, this event is not reportable under 21 cfr 803.